Event description:
It was reported that the instruments were returned missing bearings on a worn instrument claim form. It was noted they were returned to the warehouse in this condition after washing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 the following sections were corrected: d4, h4 visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and one set of the ball bearings and springs are missing (missing ball bearings and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.